Event description:
It was reported that during the deployment of the subject flow diverter stent, the subject stent was not opened proximally but deployment went smooth. There was a slight stenosis on the genu which made the subject stent to kink in the middle segment. When the subject stent delivery wire was retracted, the proximal end of the subject stent got closed 70-80%. The microcatheter was never passed completely through the stent and the access was blocked. Surgical delay of 180-240 minutes was observed, and a follow-up procedure was scheduled two days after initial procedure. Heparin drip and dual antiplatelet therapy (dapt) was administered to patient. Patient was unable to move left toes and had left side weakness. The subject stent was successfully removed in follow-up procedure and patient was recovered.

Event description:
It was reported that during the deployment of the subject flow diverter stent, the subject stent was not opened proximally but deployment went smooth. There was a slight stenosis on the genu which made the subject stent to kink in the middle segment. When the subject stent delivery wire was retracted, the proximal end of the subject stent got closed 70-80%. The microcatheter was never passed completely through the stent and the access was blocked. Surgical delay of 180-240 minutes was observed, and a follow-up procedure was scheduled two days after initial procedure. Heparin drip and dual antiplatelet therapy (dapt) was administered to patient. Patient was unable to move left toes and had left side weakness. The subject stent was successfully removed in follow-up procedure and patient was recovered.

Manufacturer narrative:
D4 gtin - corrected. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject stent was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information states "after deployment of the stent the proximal end of the stent almost completely closed. It was opened distally but not opened proximally when it was deployed. There was a slight stenosis on the genu which caused the stent to kink in the mid segment.¿ the diameter of the internal carotid artery (ica) was smaller around the genu "turn". In the physician¿s opinion he believes the proximal stent did not open correctly due to the stenosed area of the vessel around the genu and not recrossing with microcatheter. The patient was unable to move left toes and has left side weakness. The stent was successfully removed 48 hours later. The patient was put on heparin drip and dual antiplatelet therapy (dapt). The patient fully recovered. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported codes ¿stent failed/unable to open¿ and 'stent deformed'. An assignable cause of anticipated procedural complication will be assigned to the reported defect 'patient neurological deficit' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.